Event description:
It was reported that, "the pt is enrolled in the (B)(4) stryker sponsored study. The site reported on a crf that the pt experienced trochanteric tenderness (it band) post-op. The site considered this event uncertain if related to device. The treatment recommended was stretching. The event remains unresolved as of feb 2, 2010."

Manufacturer narrative:
This event was discovered during a review of data reports. If additional info becomes available, it will be submitted in a supplemental report.